Event description:
It was reported that the user experienced hyperglycemia after dinner following treatment of a post-meal hypoglycemic episode with a brownie, and was guided to perform an infusion site change on the ilet using a new 6 mm steel contact/detach set with tubing and cannula fills completed. Subsequent values showed regulation, and no device component was implicated. Symptoms included hypoglycemia and hyperglycemia ranging from 55 mg/dl to 404 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to overtreating hypoglycemia, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.